Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 1) occurred. Customer's blood glucose level was 400 mg/dl. Customer was able to load a new cartridge and resume insulin delivery.